Event description:
Additional information was provided that the issue discovered during testing. There was no patient involvement.

Manufacturer narrative:
Additional information: the issue was discovered during testing. There was no patient involvement. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Device evaluation: the device was returned for analysis with cracked enclosure and tank cover, wear and tear damaged block assembly and line cord, outdated printed circuit board (pcb) and power switch. Started with visual inspection then functional testing. The device was filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported problem could not be duplicated or confirmed. The device never reached over temp and the alarm never went off. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 keeps going into over heat. No patient adverse events reported.